Event description:
The customer reported that the insulin pump had multiple no delivery alarms since she was discharged from the hospital. The customer stated that she was hospitalized due to diabetes ketoacidosis. The blood glucose reading was between 300s and 400s mg/dl. The customer also stated that the events leading to her admission was vomiting, heavy breathing, and dry mouth. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery during basal. The customer's most recent glucose reading was 357 mg/dl. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.